Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number were there any patient consequences? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent a tendon repair procedure on (B)(6) 2024 and suture was used. During the procedure, the suture breakage occurred. No adverse patient consequences were reported. Additional information was requested.